Manufacturer narrative:
Results - damaged motion interrupt pan and manual CPR release. Faulty fowler lift motor.

Event description:
It was reported by service report that the motion interrupt pan was damaged and out of place; the fowler was damaged and not raising, and the manual CPR release was inoperable. No patient involvement or adverse consequences were reported.